Event description:
A report was received that a patient underwent a pocket revision due to the ipg causing discomfort and difficulty charging. The pocket site was moved to a new location and the patient is reportedly doing well.